Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer completed the fill tubing process and inadvertently tapped on fill tubing a second time. The customer was connected to the infusion set site while in the fill tubing prompt, however did not initiate the fill tubing. The customer was able to exit back and proceed to the fill cannula. The customer blood glucose level was not impacted.